Event description:
It was reported that during a lap hysterectomy procedure the tip of the device broke off. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.